Event description:
It was reported that the patient suffered a mi which was fatal. It is unknown if the mi was related to the target vessel. Investigator has assessed that the event was probably related to the study device.

Event description:
During index procedure, the patient had two endeavor sprint drug eluting stents implanted in the lad. It is reported that approximately 6 months post index procedure the patient expired. The cause of death was cardiac. It was not assessed if the event was related to the study device. The patient was taking aspirin prior to the event.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Manufacturer narrative:
Evaluation, results and conclusions: inherent risk of procedure ¿ (death). (B)(4).